Event description:
It was reported that the tread tracks would not engage due to torn and missing belts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.